Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced an unrelated indication manifested by a cough which led to peritonitis. It was not reported if the patient was hospitalized. On an unreported date, the patient began treatment with an unspecified anti-inflammation medication added into the dianeal solution. At the time of report, the patient was not recovered. On an unreported date, dianeal therapy was discontinued. No additional information is available.